Event description:
The nurse on duty found the unit in stand-by mode while treating a patient. The respiratory therapist switched out the ventilator and replaced it with another. There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.